Event description:
It was reported that a patient underwent an incisional hernia repair and complex abdominal reconstruction on (B)(6) 2011 and mesh was used. A resection was performed and she had repair of her abdominal wall with component separation, retrorectus placement of mesh as well as onlay placement. In order to reconstruct normal abdominal wall anatomy, mesh was used as an overlay to connect the anterior rectus sheath together. The patient developed wound healing problems with purulent drainage from her abdomen. In 2012, the patient was diagnosed with an infected abdominal wound with infected mesh. The mesh was seen exposed in her wound which had a marked amount of gross purulence. On (B)(6) 2012, the mesh was explanted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Mesh exposure. Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-07305. The same patient is represented in each medwatch.